Manufacturer narrative:
The origin of the trocars used (standalone trocars or trocars from vitrectomy packs) was not provided by the surgeon. Because it is unknown which trocars were used on each patient, one regulatory report will be submitted for each patient reported. No sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will continue to be monitored. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocars leaked during a vitrectomy procedure. The procedure was completed and there was no harm to the patient. No additional information is expected.